Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
A new laptop was ordered by a field service engineer (fse) for device bs19041. However, when the fse attempted to get the laptop set up with a pacs connection, the "server" would not turn on (on the maintenance side) and from the rosa side, the fse received the notification that "function is not available." The previous laptop also had this same issue when connecting to pacs from the rosa side, and this laptop was ordered to correct the problem. Did not occur during a surgery or patient intervention.

Event description:
A new laptop was ordered by a field service engineer (fse) for device bs19041. However, when the fse attempted to get the laptop set up with a pacs connection, the "server" would not turn on (on the maintenance side) and from the rosa side, the fse received the notification that "function is not available." The previous laptop also had this same issue when connecting to pacs from the rosa side, and this laptop was ordered to correct the problem. Did not occur during a surgery or patient intervention.

Manufacturer narrative:
Device history record review and complaint history review were not performed based on the low severity of this complaint. Analysis of software logs and software settings concluded that the connection to the pacs issue was due to the iq-view service which was not correctly installed on the operating system (windows). However, not enough elements are provided to determine the root cause of the incorrect installation of iq-view service. A similar non-conformity was already opened on this issue and is still on-going. Corrected data: date of this report, additional device information - lot number, date received by manufacturer , if follow-up, what type, device evaluated by manufacturer, event problem and evaluation codes.